Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further info will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Insulin pump received with intermittent buttons due to corroded keypad traces. No button error alarms noted. No display ramping on its own anomaly noted. Insulin pump received with cracked cast at display window corners and battery tube threads. Insulin pump received with minor scratches on display window.

Event description:
Customer reports to have received a button error alarm. Customer's blood glucose was 181 mg/dl. After troubleshooting, customer was advised that insulin pump would need to be replaced. No further info provided.